Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 50 mg/dl. Reportedly, the customer alleged that the pump delivered bolus requests without user input, and the bolus requests found under the pump history had not been delivered by the customer. Review of the pump data logs by tandem technical support verified that for every bolus entry, the customer unlocked the pump screen, entered grams into the bolus menu, and initiated and completed the bolus delivery. The contact acknowledged that the pump did not deliver the bolus requests without user input.